Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2017865-2019-11442; 2017865-2019-11218. During a follow-up, high threshold was noted on the left ventricular (lv) lead. During the lead revision procedure, a new lv lead was inserted, however, the high threshold values remained. The new lv lead was replaced with another lv lead with no resolution. The second lv lead was replaced and the original lv lead remained implanted despite the high threshold values. The patient was stable with no adverse consequences reported.